Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 30, 2018 that a lighttrail single use 230um laser fiber was used during a lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure the laser fiber was plugged into the laser and inserted through a ureteroscope. After 5 minutes into the procedure, the glass tip of the laser fiber broke off inside the patient's kidney. The surgeon used a nitinol basket to retrieve the glass tip and was successful without and harm to the patient. The procedure was completed with another laser fiber. There were no adverse patients effects as a result of this event.